Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient experienced an unexpected outcome with post operative astigmatism. Patient received photorefractive keratectomy (prk) and yag as a treatment for post operative astigmatism. Physician suspects that lens had astigmatism correction in it by mistake. Additional information was requested and received reporting that post surgery topography showed a bit of astigmatism coming from the intraocular (iol) plane but not on the corneal plane.

Event description:
A physician reported, that patient experienced an unexpected outcome with post operative astigmatism. Patient received photorefractive keratectomy (prk) and yag as a treatment for post operative astigmatism. Physician suspects, that lens had astigmatism correction in it by mistake. Additional information was requested and received, reporting that post surgery topography showed a bit of astigmatism coming from the intraocular (iol) plane, but not on the corneal plane. Additional information was received, reporting that the patient's refractive error resulted in 0.75 diopters of lenticular astigmatism. Doctor corrected the residual astigmatism with photorefractive keratotomy. And stated, that the patient was happy after the procedure.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical/cylinder) and optical resolution, during the manufacturing process. A (B)(6) contacted the surgeon. Information was provided, that the patient's refractive error resulted in 0.75 diopters of lenticular astigmatism. The surgeon corrected the residual astigmatism with photorefractive keratotomy. And stated, that the patient was happy after the procedure. The manufacturer internal reference number is: (B)(4).